Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on 06/02/2011 with the following findings: during evaluation the force sensor was found to be out of calibration and the force sensor shim was found to be damaged.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.